Event description:
The reporter stated that ever since implantation, he has had problems with the device which includes fever, chest pains, arthralgia, heart palpitations, and "disappearing veins." Also, the cage never osseointegrated to form fusion at the l3 - l7 level and destroyed the discs above and below. He has two additional surgeries to repair the broken cage because it was "hollow." He has also had problems with the synthetic bone graft and cervical plates and screws. Reporter also says that the implanting surgeon in 2006, never told him that the device was under study by FDA and not approved for cervical procedures, only approved for lumbar procedures. He found this information out on 6/2/2009.